Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 11:07:50. During night drain cycle seven, the patient's ultrafiltration reading was 1907ml, indicating the home patient (hp) drained 1907ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1907 ml during therapy initiated on (B)(4) 2012 at 11:07, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2012 at 11:07. Drain 5/6 was bypassed and the device added one more cycle to the therapy. Fill 6/7 was a also bypassed giving a fill volume of 0 ml. Drain 6/7 was bypassed but a total drain vol of 40 ml was performed. Because of all the bypasses the device kept adding cycles. Fill 7/8 was also bypassed as well as dwell 7/8. The total fill volume was 0 ml, which was less than the expected fill volume of 2000 ml. Review of the event log revealed the cycle 7 drain was completed and the user's actual drain volume was 1907 ml. The actual drain volume of 1907 ml is 95% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.